Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm and the device will not auto-restart. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms and device will not auto-restart, which was not reproduced. The reported symptom was verified through a review of the event history log and found to be caused by an out of specification force sensor. The force sensor was re-calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.